Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on first firing of sleeve, the black reload did not properly form last third of 60mm line. The surgeon noticed on observation that the staple legs were not formed on seamguard, so flipped tissue and was able to pull unformed staples out. The surgeon over sewed with 3-0 prolene and applied clips. The surgeon had second stapler opened. The surgeon felt that second stapler sounded better from the start and observed perfect staple lines for remainder of case. As per standard procedure, the surgeon conducted endoscopy of staple line from inside stomach and found nothing abnormal. Laparoscopic view during endoscopy with I suffocation did not reveal any air leaks along staple line as well. The surgeon over sewed and clipped the staple line segment in question. He does not typically do this, and therefore altered patient care. Case was extended ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m5578u. Additional information requested and received: the event description mentions the ¿the surgeon over sewed and clipped the staple line segment in question. He does not typically do this, and therefore altered patient care. Case was extended ten minutes.¿ could you please clarify how the patient¿s care was altered? The only alteration to the patient care was that the surgeon was required to oversew his staple line at the location of reload malfunction. Because he does not do this in his standard procedure, it adds time to the case. That is the only way care was altered. The analysis found that one plee60a device was returned in good visual condition and with one ecr60t cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.